Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, neurostimulator: block d10: model number/catalog number: 1101, serial number: (B)(6), batch/lot number: ax1g182538, model/catalog description: neurostimulator, unique identifier (UDI) #: (B)(4).

Event description:
It was reported the patient had a red light on their remote control. The patient also reported not able to feel stimulation and could not increase amplitude. The patient also reported more difficulty voiding recently and felt the device was less effective, though they could not say when this occurred. The patient said they did not have a fall, not had they been doing heavy exercise. A programing review and impedance test indicated electrode 3 had high impedance. The patient was reprogrammed to avoid electrode 3. The patient went home feeling mild pelvic floor stimulation again. The patient did not need a catheter. The remote was working perfectly now since the clinical specialist excluded electrode 3 in the programming. The patient had a follow up for a programming review. Their neurostimulator was found to be off and had high impedance. Therapy could not be provided. Additionally, all electrodes were out of range and their system was non-functioning. The patient had an x-ray. The patient had surgery to revise their neurostimulator and tined lead. The impedance showed high impedance. The lead was tested and remained the same as pre-op, however motor response was seen despite the impedance. The physician elected to implant a new lead and neurostimulator. The impedance with the new tined lead and neurostimulator are within range, though the patient had mild bleeding at the incision site, with no extra treatment required, and poor responses on two electrodes. Post of sensory responses are much better.